Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results and/or creatine kinase-mb isoenzyme (ck-mb) results were generated on an synchron lxi 725 system for two patients on two days. This report represents the erroneous elevated cardiac troponin (accutni) result and the erroneous elevated ck-mb result, both above the normal reference range, generated on the synchron lxi 725 system for one patient sample on (B)(6) 2012. The elevated accutni and ckmb results were released from the laboratory. Due to the erroneous cardiac enzyme results, the patient was placed on beta-adrenergic antagonist ("beta blocker"), antiplatelet and nitroglycerine medication and an electrocardiogram (EKG) was performed. The clinician did not report any adverse events related to the ordered medications, treatments were not delayed and the length of stay in the hospital was not adversely impacted. The clinician reported the beta-adrenergic antagonist was appropriate for the patient at the prescribed dosage and frequency, since it was already part of the patient's home medication regimen. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing on the original instrument the repeat accutni and ckmb results were within the normal reference ranges for the assays, and considered valid. A corrected report was issued. Although other patient assay/chemistry results were provided no other results, outside those referenced or associated with this event, were in question by the customer. The sample was collected in a lithium heparin plasma separator tube and centrifuged at room temperature prior to testing. The volume and the visible appearance of the sample are unknown. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that accutni and ckmb quality control (qc) results demonstrated normal variability within two standard deviations of mean with no questionable trends noted before, on the day of, and after the event. There was one discrete level three accutni qc sample which recovered greater than two standard deviations low (on (B)(6) 2012). A routine system check performed prior to the event met instrument specifications. There were no errors posted to the event log in association with this event. The accutni reagent and calibrator lots associated with this event were 121412 and 120792 respectively. The ckmb reagent and calibrator lots associated with this event were unknown.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) calibrated and aligned the incubator belt, verified the alignment of the main pipettor, verified the voltage of the ultrasonic transducer was within specifications, verified the vacuum pressure and mixer speed were within specifications and replaced the upper and lower precision pump seals. After completion of the necessary and verified repairs the instrument was returned into operation. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2012-01235, 2122870-2012-01246.